Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power port on the wall was defective. A field service engineer checked all cables, connections in the e-drawer and verified all cables were plugged in securely. Fse then inspected power cable and verified no blemishes or cuts on the cable. Fse tried two different power outlets, but station does not start but booted up on third power outlet. Customer assured that they will notify their facilities to fix the power port on the wall. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station not powered on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.